Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The user facility reported a similar event. See MDR 1118880-2017-00078. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that before use they saw that the form of the valve is defect. The inner part of the destination could not be fixed in the outer part. It was reported that there was no patient involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was returned for evaluation. Due to the investigation of the returned sample, this report has been deemed non- reportable.